Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio 2.5, lab 1.7; inratio 3.3, lab 1.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 01/09/2007, inratio 2.5, lab 1.7, mean 2.1, confidence limits 1.4 - 3.1. Date: 01/09/2007, inratio 3.3, lab 1.8, mean 2.6, confidence limits 1.7 - 3.8. Per internal procedure the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. However due to this case being an adverse event, further testing is required at this time. In-house retains strips lot 060398 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the mla inr is less than 2.0, then the allowable difference between the inratio inrs and the mla inr shall be +/- 0.5. If the mla inr is 2.0 - 4.5, then the allowable difference between the inratio inrs and the mla inr shall be +/- 1.0. Based on test results, retained lot 060398 meets the criteria for strip accuracy.